Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device shows hexalobular tip of screwdriver was fractured. The fractured piece was not included with the returned driver shaft. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated fracture consistent with torsional overload. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been 1 other event for the lot referenced. Conclusions: the reported event was confirmed as per visual inspection of the returned device which shows that the hexalobular tip of screwdriver was fractured. The fractured piece was not included with the returned driver shaft. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated fracture consistent with torsional overload.

Event description:
Maude report : sus voluntary event report ((B)(4)): during left hip arthroplasty a stryker screwdriver was being used. The tip (1-2 mm) of the screwdriver broke off and was retained in the bone. The tip could not be removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Maude report : sus voluntary event report ((B)(4)): during left hip arthroplasty a stryker screwdriver was being used. The tip (1-2mm) of the screwdriver broke off and was retained in the bone. The tip could not be removed.